Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified, but it was confirmed that the nozzle was clogged due to foreign material stuck inside. However, it was not possible to identify the material. The suggested event can be detected/prevented by handling device according to the following instructions for use. Instructions for use states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that a water channel was blocked due to foreign material in nozzle. The distal end plastic cover was dented. Control knob play, angulation low. Objective lens and light guide lens had tiny chip, bending section cover had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the water channel on the gastrointestinal videoscope was blocked. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the nozzle was clogged due to foreign material being stuck inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.